Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer was unable to provide any further details on the event. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting. There was no reported impact to the customer's blood glucose level.